Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/30/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that two days after they inserted the sensor, they began to experience a rash and itching. Patient removed the sensor on (B)(6) 2016. The affected area was treated with flonase prior to sensor insertion and after sensor removal with triamcinolone acetonide cream which was prescribed on (B)(6) 2016, for a previous reaction. At the time of contact, the patient was still experiencing skin irritation. Additional event or patient information is not available. No product or data was provided for investigation. However, a photo of the reaction was returned for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.